Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at 40ml/hr for 30 minutes at 20 volume to be infused (vtbi) with results of 20.735 which is a passing error percentage at 3.675%. A review of the event history log was performed for the last days of customer use as no event date was provided. The user programmed an infusion with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of over pumpingthe expected and actual infusion time, volume and flow rate were pump over infuses at just over 21ml. There was no patient involvement. No additional information is available.